Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the entire manta was deployed inside the femoral artery. A surgical cut down was performed and the manta was removed in order to resolve the occlusion. The patient was reported as "fine".

Manufacturer narrative:
(B)(4), no product evaluation could be completed as the device was not returned for evaluation. The device lot history record review could not be completed as there was no lot number provided for this complaint. Case details were reviewed. Following an undisclosed procedure, an 18f manta device was deployed for closure, although the manta collagen was deployed inside the vessel, and hemostasis was not achieved. After three unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause could not be determined due to the insufficient information submitted for investigative purposes. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: the entire manta was deployed inside the femoral artery. A surgical cut down was performed and the manta was removed in order to resolve the occlusion. The patient was reported as "fine".